Event description:
Pt presented to emergency dept in 2000 with complaint of shortness of breath and tachycardia. Chest x-ray results identified foreign body in (r) heart. X-ray of (l) arm indicated fractured portacath reservoir with short segment of catheter present in (l) brachial artery. Remainder of cath in superior vena cava, right atrium, right ventricle. Pt underwent transcatheter retrieval of fractured catheter from left arm port via right groin.